Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. There are warnings in the package insert that state this type of event can occur. Under possible adverse effects, number 12 states, "inadequate range of motion due to improper selection or positioning of components."

Event description:
It was reported that patient underwent a right unicompartmental knee arthroplasty on (B)(6) 2015. Subsequently, a revision procedure was performed on (B)(6) 2015 due to stiffness caused by a foreign body. During the procedure, the polyethylene bearing was replaced.